Event description:
Related manufacturer reference number: 2017865-2022-00095. It was reported that the patient presented to the emergency room after receiving shocks. Interrogation revealed that the right ventricular lead and right atrial lead exhibited loss of capture and loss of sensing leading to inappropriate shocks. Additionally, a chest x-ray revealed that both leads had dislodged. During the repositioning surgery, it was noted that the right ventricular lead exhibited helix extension failure. The right atrial lead was repositioned on (B)(6) 2021. The right ventricular lead was removed and replaced. The patient was in recovery.